Event description:
Additional information received noted that the manufacturer representative did not know when the pusher wire was broken, and that all devices returned are related to the initial allegation. It was noted that images showed that the coil was stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site as the device was received in a condition was contradictory to the complaint description, follow-up was conducted to confirm the complaint details and that the correct device was returned. However, no response received. The returned axium prime pushwire was found to be broken into two separate segments from the proximal end but retained together by the release wire. The axium prime implant coil appeared to be stretched within the introducer sheath. The implant coil was found to be detached from the pushwire. Under the microscope, the coin was not found to be located against the lumen stop, and the shield coil was found to be present. The polypropylene filament was found to be still attached to the detach element. Based on the device analysis and reported information we were unable to determine the cause of the implant coil prematurely detach. It is likely that the axium prime coil detached from its pushwire due to the break in the pushwire with the coin pulled back from the lumen stop. The cause for the break in the pushwire could not be determined. It is possible that the pushwire became broken and the release wire pulled back from the lumen stop during shipping back to medtronic for evaluation. The customer did not report any damages to the pushwire at the time of the event. All coils are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured saccular anterior communicating artery aneurysm, measuring 3.5mm, this coil stretched inside the microcatheter. There was friction or difficulty during delivery. No patient injury was reported. Evaluation of the returned device found that the implant coil was detached from the pushwire.